Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarm noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has been giving no delivery alarms. The customer stated this has been occurring for 3 weeks to month. He stated he changes the infusion set but the alarm recurs. The customer stated that the reservoir has to be completely full to avoid the no delivery alarms; sometimes it will have a third quarter of insulin left and the insulin pump still alarms no delivery. The alarms have been cleared after changing the entire infusion set and reservoir. Blood glucose value is unknown. The customer was advised the insulin pump would be replaces due to excessive no delivery alarms and he agreed to return the product for analysis.